Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia, keypad anomaly and frozen display. The customer¿s blood glucose level at time of incident was 401 mg/dl, the current blood glucose level was 353 mg/dl, went up to 600 mg/dl, 400 mg/dl and 305 mg/dl. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. Customer states the minute¿s change. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin passed the self test and displacement test. Insulin pump received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. No frozen screen noted during testing.